Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformances were found. Based on the complaint information received, the pump appears to have over infused at a rate that mmdg considers reportable. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was not infusing accurately. They stated that it was over infusing. Mmdg followed up with the initial reporter, who stated that the over infusion occurred while they were testing the pump in their facility and there had been no patient involved. (B)(4).

Event description:
The initial reporter stated that the pump was not infusing accurately. They stated that it was over infusing. Mmdg followed up with the initial reporter, who stated that the over infusion occurred while they were testing the pump in their facility and there had been no patient involved. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was performed and no non-conformances were found. When the pump was returned to mmdg for investigation the pump could not be tested due to a constant motor stall alarm. Mmdg could not replicate or confirm the complaint because the pump could not be tested.